Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, during the implantation procedure of the subject pacemaker, a pacing delay of some seconds after connecting the pacemaker has been observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, during the implantation procedure of the subject pacemaker, a pacing delay of some seconds after connecting the pacemaker has been observed.